Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, software version: 2.1.0 (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the navigation was inaccurate. The manufacturing representative (rep) reported that the patient was in prone position, the physician traced only the back superior-posterior of the head, and the physician refused the reps feedback on how to improve trace to better match the suggested trace pattern. There was no patient impact and less than an hour of delay.